Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147220.

Event description:
It was reported that the patient's left ventricular lead exhibited failure to sense upon evaluation. The patient condition was unknown.